Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient called stating the pump has a no disposable alarm. Per the reporter the patient was walked through restarting the pump and were settings reviewed. Per the reporter the pump read "run". Per the reporter the patient states this problem has occurred multiple times. Per the reporter the pump rate was 2.2ml, remaining volume 46.1ml, given 55.9ml. There has been no report of patient injury. Per the reporter, no additional information is available.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause of a no disposable alarm was the "dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.